Manufacturer narrative:
This file has been opened as a result of a historical review of records. A customer contacted haemonetics on (B)(6) 2008 and alleged that the power cord is frayed. No donor injury was reported. No operator injury was reported. In the environment this device is used, a shorted electrical conductor, resulting from a frayed chord, will render the equipment inoperable and the donation terminated. There would be an opportunity for gravity reinfusion depending on the phase of the procedure and donor status. If a blood loss were to occur, anemia may be a risk, however this would be a temporary condition resulting in donor deferral. Within a donor setting, there is no risk of fire or explosion since this device is not in an oxygen rich environment. If the outer insulation is damaged or cut, the cord still poses no hazard to the user because of the individually insulated conductors beneath this layer. If the second layer of insulation of the individual conductors is breached the user has a chance of receiving an electric shock. If the line (black) wire is exposed the user runs a higher risk of electrical shock. If the line and neutral or line and ground are shorted together, the circuit protection devices or facility circuit breakers will trip to create and a safe condition. No product was available for evaluation. The cord was replaced in the field.

Event description:
This file has been opened as a result of a historical review of records. A customer contacted haemonetics on (B)(6) 2008 and alleged that the power cord is frayed. No donor injury was reported. No operator injury was reported.